Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, the ventricular leadless pacemaker (lp) delivered an error message. No changes or interventions were reported. The patient was in stable condition.